Event description:
It was reported that the scrub nurse stood too close to the scope when it was on and it burnt through her theatre gown. It was further reported that the nurse had to change her theatre gown. The unit was on for a minimum of 30 seconds.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.